Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(6). Concomitant medical products: product ID evproplus-26us; product type: 0195-heart valves; implant date: (B)(6) 2021; serial number: (B)(6). Product ID l-evprop2329us; product type: 0195-heart valves; lot number: 0010739647 analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. A device history review (DHR) review was performed on the device. The device was manufactured and sterilized per approved and released manufacturing processes and the device met all applicable manufacturing and sterilization specifications prior to release for distribution. A review of devices sterilized under the same sterilization lot was performed and there were no similar events for infection reported on any delivery catheter system (dcs) sterilized under the same sterilization lot. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Conclusion: infection is a procedural complication and is a known potential adverse effect per the instructions for use (IFU). In ad dition, hospital-acquired infections resulting from tavi procedures can generally be attributed to multiple patient and procedure-related factors rather than device-related factors (1). (1) van der boon, rm; et al. Frequency, determinants and prognostic implications of infectious complications after transcatheter aortic valve implantation. Am j cardiol. 2013 jul 1;112(1):104-10. Doi: 10.1016/j.amjcard.2013.02.061. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 21 days following the implant of this transcatheter bioprosthetic valve, a follow-up visit occurred. The left femoral wound from the procedure was examined. The delivery catheter system (dcs) access site was via the left femoral. Erythema around the left groin wound was identified and an infection was suspected. The wound was positive for klebsiella oxytoca. Doxycycline was administered and wound cleaning regimen was initiated. At the 30-day follow-up visit, the infection continued. A 7-day regiment of amoxicillin was administered. The infection noted as resolving. Per the physician the event was due to poor wound healing and was possibly related to the implant procedure. The infection resolved 15 days following onset. No additional adverse patient effects were reported.